Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: brown particles on shell, flat creases, wear abrasion, broken shell with sharp edge on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification), broken shell with striated edge on posterior side, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with sharp edge assessed as unidentified (tear) opening. Missing orientation dot that is assessed as inconclusive.

Event description:
Healthcare professional reported rupture on left side. Device has been explanted.